Event description:
The patient reportedly has not progressed as expected with her cochlear implant. On january 19, 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. However, a decision was made to explant the patient's device. The patient's device was explanted.